Event description:
In 2009, a pt had an l2-ilium fusion. Subsequently the pt informed the md she felt a "pop." X-rays taken at approx 2 weeks later revealed set screws at l2 and l3 on the right side had dislodged from the construct. A revision surgery was performed 7 days later to replace the set screws. The pt has had no further symptoms.